Event description:
Patinet was having laparoscopic robot assisted radical prostatectomy. A small piece of plastic broke from the proximal clevis of the instrument. Piece was retrieved by surgeon during the procedure. No adverse effect on patient.